Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose is 186 mg/dl. The alarm happened during normal use and customer will be sent a replacement pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, broken reservoir tube lip, broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.